Event description:
PICC line inserted prior to hospital dismissal for home "ivab". Line separated from hub. Pt to ER, x-ray revealed PICC line in pulmonary artery. Pt referred to teriatery care hospital under care of cardiologist on in 2001. Line successfully retrieved 2 days later via femoral artery. Dismissed to home the following day.